Event description:
Pt was lying on the x-ray table having x-ray taken of her mandible. The extension cone was on the machine. A single ap film had been taken. The machine was being moved away from the pt to take another view. The machine was angled and the cone fell from the machine striking the pt's head. Cone installed wrong in 1990; side mount instead of front mount. No spring lock installed. Last inspection 5/29/96.